Manufacturer narrative:
(B)(4). G2: foreign- switzerland reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a clinical survey response by the surgeon, that a patient experienced dislocation and nerve irritation or palsy. Attempts have been made and no further information has been provided.